Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had a cracked battery tube threads.

Event description:
It was reported the customer¿s insulin pump alarmed button error. Customer was able to clear the alarm but the buttons only work sometimes. Customer¿s blood glucose was 14mmol/l. Customer reported the device might have been exposed to moisture, as a significant event that may have caused the device to alarm. Customer¿s mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).